Event description:
A monarc sling was implanted about (B)(6) 2006. It was reported that initially the pt experienced, "lots of inflammation, pain, saddle injury with core-contraction of muscles in lower pelvis and legs, urinary problems, leg and walking problems." Reportedly she had vaginal erosion and pain, leading to "complex regional pain syndrome, dystonia, clonus, worse urinary incontinence , lots of pelvic neuropathic pain, leg neuropathy, groin neuropathy, now wheel chair dependent." In (B)(6) 2008, the "mid portion of the tape" was removed. Additional treatment included "internal and external" depomedrol injection every 6 months and continuous "neuro physio" since (B)(6) 2008. In 2009-2010, she had inpatient treatment for 6.5 months on a neuro-rehab ward. In 2010, a sacral nerve stimulator was implanted. A "colposuspension" was done in 2010.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.